Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 12 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause is that because the lamp has been used for more than 500 hours, it is presumed that the blinking occurred due to the life of the lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that the unit had been in storage. The customer went on to note that he believes the issue is the bulb. He intends to replace the bulb himself and does not plan on returning the device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii video system center was making an unusual noise and the led lights were blinking. According to the initial reporter, the subject device was being brought out of storage when the failure occurred, so there was no patient involvement.